Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax (ptx). The biopsied lesion was in the middle lobe and distal (close to the pleura). After the procedure, the patient was still fine, but later that same day, the patient underwent a chest computed tomography (CT) which found a very small apical ptx to the lung flap. The patient was a current smoker with an extensive smoking history and severe emphysema. The physician reported that the ion system did not cause/contribute to the ptx. The ptx continued to expand; therefore, a small-bore cook chest tube (CT) was placed. Per the physician, the patient ambulated against medical advice, and this contributed to a persistent air leak. The patient developed subcutaneous emphysema; therefore, a larger bore CT was inserted in addition to a thoracic surgeon inserted second CT in an attempt to decompensate the air leak. The patient was hospitalized for a total 9 days due to this exacerbation. The diagnosis was non-malignant. The patient's post procedure check was good, and the patient was doing well.